Event description:
It was reported that the patient twiddled out both leads. The right ventricular (rv) lead was explanted and replaced. The right atrial (ra) lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694765, implantable tachy lead, implanted: (B)(6) 2012. A cd2257-40q, competitor implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).